Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon found a mark on the optics of an intraocular lens, model zcb00, after it was implanted into the eye of a male patient. The surgeon removed the lens during the same procedure and replaced with the same model and diopter. The incision was enlarged by 1mm and the patient experienced corneal edema. According to the surgeon: visual acuity pre-op (pre-initial implant): 20/70 before cataract surgery, last visit (B)(6) 2016 20/200(re-corneal edema). Visual acuity post-op (post-initial implant) post op day: cf. Visual acuity post-op (post-replacement): last visit 20/200. Patient continues his drops and pills. No further information provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.